Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter was not returned for eval. It is unknown, if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. The IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that during an attempt to place a vena cava filter, the filter would not deploy in the pt. The filter and delivery system were removed after meeting a great deal of resistance. The filter was deployed outside the pt and the 3 lower legs were visibly crossed. No injury to the pt reported.